Manufacturer narrative:
Additional narrative: patient height reported as 170.2cm. This report is for an unknown washer/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent revision surgery on due to non-union. Two locking compression plate (lcp) plate/screw constructs and multiple cannulated screws were removed from the proximal humerus and a multi-lock nail was placed along with a 3.5 lcp plate to augment the fracture. Procedure was completed successfully. This report is for an unknown washer. This is report 1 of 4 for pc-(B)(4). Additional reports are captured under pc-(B)(4).